Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a dislodged proximal clevis at the distal end. The instrument welds are present on both seams. The instrument was inspected and found to have no broken components. The root cause of this failure is attributed to user. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after da vinci-assisted incisional hernia surgical procedure, the fenestrated bipolar forceps instrument was found to have broken component at the tip. The traction cables were intact. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defective product was first noticed in the central sterile service department (cssd). The breakage did not occur when the instrument was being used inside patient. The pressure plate at the distal end was loose. The part was not broken off and completely detached from the instrument if fixed the pressure plate manually, the instrument was fully movable. Nothing fell into the patient; the defect was only discovered after the operation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.